Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a deterioration in the patient's condition occurred due to a lack of ventilation while a patient was connected to a ventilator at home. The patient's condition deteriorated. The patient suffered cardiac arrest and was resuscitated. The patient was then admitted to the hospital. Further correspondence with the patient's physician provided that the patient's condition deteriorated due to the poor positioning of the tracheal cannula. The physician determined that there was no problem alleged with the trilogy device. The patient remains hospitalized at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.